Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account regarding the lifts emergency stop being broken off/damaged. According to the hillrom periodic inspection for liko overhead lifts ((B)(4), rev. 2), the emergency stop function should be checked at least once every year. In the periodic inspection under section 5 it is stated with pictorial description: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom provided the account with the correct part number in which they will be responsible to order and install to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the emergency stop had broken off. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).